Event description:
Home patient (hp) contacted baxter's technical service center for assistance during initial drain cycle of apd therapy. Hp had received a "check patient line" alarm, due to a low drain volume. While troubleshooting the reported alarm, the hp reported to have incorrectly spiked the wrong the solution bag with the heater line, pulled the spike out from the bag and respiked an alternate solution bag. The technican assisted the hp in ending the therapy at this time. The patient was advised to set up with new supplies and to contact the healthcare professional. Follow up with the hp indicated hp resumed therapy with new supplies and therapy was completed without incident. No patient injury or medical intervention reported per hp's rn.